Manufacturer narrative:
The customer's address is unknown: (B)(6) USA has been used as a default. FDA notified: the initial reporter notified the FDA via uf/importer report#: mw5112892. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle was not functioning. The following information was provided by the initial reporter: rn attempted to utilize bd autoshield duo needle to adminster lantus to the patient. Upon administration, the pen would not inject the insulin into the patient. The dial was then stuck. The needle was removed. Dial was then able to turn. Novofine insulin needle was applied. Dial was turned and insulin sprayed into the air. Tried to dial back down & insulin again sprayed into the air.

Event description:
It was reported that the bd auto shield¿ duo pen needle was not functioning. The following information was provided by the initial reporter: rn attempted to utilize bd auto shield duo needle to administer lantus to the patient. Upon administration, the pen would not inject the insulin into the patient. The dial was then stuck. The needle was removed. Dial was then able to turn. Novofine insulin needle was applied. Dial was turned and insulin sprayed into the air. Tried to dial back down & insulin again sprayed into the air.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.